Manufacturer narrative:
The insulin pump was received with unresponsive escape and act buttons due to moisture damage to the keypad traces. Unable to perform functional testing due to no button response. The insulin pump has cracked reservoir tube lip, minor scratched lcd window, scratched reservoir tube window and broken belt clip slot.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reports to have experienced keypad anomaly. Customer reports that buttons are not responding. Customer's blood glucose was 294 mg/dl. After troubleshooting, customer was advised that insulin pump would need to be replaced. No further information provided.